Manufacturer narrative:
(B)(4). Eval, results: (stent graft migration), (disease progression, angulation and dilatation of the aortic neck). Conclusion: (disease progression, angulation and dilatation of the aortic neck).

Manufacturer narrative:
.

Event description:
Currently, a non-contrast CT was performed; therefore, if there is an endoleak it cannot be seen; however the aneurysm diameter has not changed since the secondary intervention. Currently, aortic neck has expanded due to disease progression to 40 mm in diameter, the stent graft has now migrated 2.5 cm distally along with the bifurcated stent graft. With the bifurcated stent graft migrating there is now an 80 degree bend in the stent graft; there is still perfusion the iliac limbs. The physician is going to monitor the patient. The physician is going to speak with the patient and discuss the following; implanting a 46 proximal extension and a couple aneurx iliac limbs to build up the flow divider along with the use of aptas screws. No additional clinical sequelae were reported and the patient is fine.

Event description:
A talent stent graft was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approx 17 months ago. Aneurysm and vessel morphology at the time of implant are unk. It was reported that the stent graft migrated distally and it is 2.7 cm below the level of the renal arteries with no endoleak present. The aortic neck diameter at the level of the renal arteries is 39 mm with severe anterior angulation and distally it is 37 mm in diameter. The stent graft migration was attributed to disease progression, angulation and dilatation of the aortic neck. A talent cuff was placed and successfully resolved the stent graft migration. No add'l clinical sequelae were reported and the pt is fine.